Event description:
It was reported that during an attempted implant, extraction/retraction of the helix of the ventricular lead was performed several times in an attempt to position the lead. As a result, the stylet was unable to be advanced further from the connector of ventricular lead. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the lead was received with the helix fully extended and distortion and fractured of conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extention. (B)(4).